Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and based on a review of the archive data. The root cause of the ua07 advisory message was the defective load cell 1. The broken enclosures and the defective load cell were likely attributed to mishandling such as a drop. During visual inspection, several screw bosses were noted to be broken on the front and bottom enclosures, unrelated to the reported complaint. These damages could have resulted from mishandling. The damaged enclosures were replaced to address the observed issues. The review of the archive data showed multiple ua07 advisory messages on the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test was performed and revealed that load cell 1 was defective (over-reporting), and it was replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The issue was resolved by deburring the clutch plate. Following service, a load cell characterization test was performed and confirmed that both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. As reported, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The ems crew performed manual CPR during patient transport. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.